Manufacturer narrative:
Device evaluation is anticipated. A supplemental MDR will be submitted when evaluation is complete.

Event description:
Edwards received information that a 25 mm aortic pericardial valve was explanted after an implant duration of ten (10) years, ten (10) months and twelve (12) days due to calcification. Clinical observation noted a tear near the left coronary and non-coronary commissure on the valve. The 25 mm valve was replace with a 23 mm edwards pericardial valve. The patient was last reported doing fine post-operatively.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Additional manufacturer narrative: the device was returned to edwards for evaluation and the reported clinical observation was confirmed. During visual examination, minimal host tissue overgrowth was found onto the valve leaflets and into the orifice at the greatest distance of approximately 3mm on leaflet 3 on the inflow aspect. Minimal host tissue was observed on the stent circumference at the inflow and outflow aspect. Leaflet 1 had a 2mm tear near commissure 1. Leaflet 2 had a 7mm tear near commissure 2. Calcification was evident near the tears. A hematoma was observed on leaflet 2 at the outflow aspect. The sewing ring was cut at multiple locations around the valve. The wireform was exposed on commissures 1 and 3 and on the side of the valve near commissure 1. Radiography inspection demonstrated heavy calcification on all three leaflets, and wireform distortion near leaflet 3. Calcification observed via radiography restricted leaflet mobility which led to stenosis. The device history record (DHR) was reviewed and showed that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received and product evaluation findings, calcification observed on the returned device restricted leaflet mobility which contributed to this event. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Both calcific and non-calcific tissue degeneration are common chronic failure modes for this type of bioprosthesis. The operational mechanical stress and biological factors are generally believed to be the major contributors to this type of non-calcific bioprosthetic tissue degeneration. Although the patient factors such as immune status, age, renal disease and other comorbidities are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. The time course and severity of pannus growth is largely variable among the patients. The detail mechanism is still not totally understood, but it is generally believed to be primarily attributable to the foreign body reaction against the implant. The patient factors (such as patient immune system, age, and other comorbidities) may also play important roles in pannus growth in bioprosthetic heart valves. The valve degeneration observed in this case was most likely due to a progression of this patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors which included his younger age at implant and other potential unknown factors. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through follow-up with the implant surgeon, the patient had aortic stenosis and aortic insufficiency of the 25mm bioprosthetic valve as well as progression of his coronary artery disease with new lad stenosis. The surgeon implanted a 23mm bioprosthetic valve in the supra-annular position and performed a single bypass with a lima to lad graft. The implant surgeon reported the patient originally had surgery for aortic stenosis and coronary artery disease and had an aortic valve replacement with CABG x 2 vessels.